Manufacturer narrative:
Limited information has been received on this event, the manufacturer is currently in the process of gaining further information from the physician. Due to limited information, this event is being reported in a conservative manner.. Device discarded by hospital.

Event description:
On (B)(6) 2017 a perceval size 23 mm valve was implanted, during the procedure a paravalvular leak was observed. The perceval valve was explanted and a crown prt pericardial heart valve size 21 was implanted. There was additional x clamp time for this procedure, the exact addition has not been reported to the manufacturer.

Manufacturer narrative:
The partial manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4) were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. It was stated that the perceval valve was the incorrect size but the proctor believed it was the right size at implantation. It was the surgeon¿s 3rd perceval case. Based on the information known and discussion with r&d, this is a possible mis-sizing case.